Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5110046) that a female patient underwent an unspecified breast surgery with unspecified mentor gel breast prostheses and suffered several unexplained unspecified systemic symptoms. It was reported that the patient¿s body was rejecting the implants. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation on (B)(6) 2020. This medwatch report is for the patient¿s left breast prosthesis.